Event description:
During the index procedure, the patient had two endeavor sprint drug-eluting stents implanted, one in the lm and one in the lad. Approx 29 months post index, the patient suffered an mi. It is unknown if this was related to the target vessel. Investigator has not assessed if the event is related to the study devices.

Event description:
The investigator has assesed that the mi was unlikely related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).